Manufacturer narrative:
Additional narrative: asr revision asr xl right hip reasons for revision: unknown this is a re-revision. For initial revision please see com(B)(4). Update 17 jul 2017: additional information received. Added reason(s) for revision: pain/ alval/ dislocation. This complaint was updated on july 19, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl; right hip; reasons for revision: unknown. This is a re-revision. For initial revision please see (B)(4). Update 17 jul 2017: additional information received. Added reason(s) for revision: pain/ alval/ dislocation. This complaint was updated on july 19, 2017.